Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4)

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient had hemiparesis due to a fall following asystole possibly due to a malfunction of their implantable cardioverter defibrillator (ICD). Additionally, the lead had high and unstable thresholds with no capture. The ICD was explanted and replaced. The lead was revised with an added pacing portion and remains in use. No further patient complications have been reported as a result of this event.